Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation no samples were received; therefore, the failure mode could not be confirmed. A review of the internal manufacturing device record and raw material history files was not performed because the lot number was not provided. Based on the investigation results a probable root cause could not be identified for the reported failure mode since photos or samples were not returned for evaluation and batch history record review did not identify any evidence for which the customer submitted the complaint.

Event description:
(B)(6) 2019: spoke to end users wife, states bottle didn't have suction, used extra bottle to perform drainage. She does not have sample or lot # information any longer states she got rid of it. Wife also mentions that patient was admitted to the ICU to rule out infection on (B)(6) 2019 related to the insertion of the pleurx catheter. (B)(4) (B)(6) 2019: writer followed up with patient's wife, she states that it was confirmed that he had an infection with 3 different bacteria and that his colon was leaking. When asked if the infection was related to the pleurx catheter located in patients abdomen, she replied that he was so sick, she doesn't know whether or not it was directly related to the pleurx catheter. The patient died on (B)(6) while at the hospital. (B)(4).

Manufacturer narrative:
MDR blurb: manufacturer narrative. Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6) 2019: spoke to end users wife, states bottle didn't have suction, used extra bottle to perform drainage. She does not have sample or lot # information any longer states she got rid of it. Wife also mentions that patient was admitted to the ICU to rule out infection on (B)(6) 2019 related to the insertion of the pleurx catheter.